Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. During the troubleshooting, the pre-use check also failed the internal leakage test, the safety valve test and the flow transducer test. The visual inspection revealed that the gas module filters were not seated in the gaskets and were therefore reseated. Both nozzle units were replaced, which solved the flow transducer test failure. Further inspection showed that the logs indicated that the inspiratory pull magnet and the expiratory valve coil were out of tolerance and replacing both parts resolved the failure of the pre-use check. After the replacements, the ventilator passed all calibration, functional and safety tests and was returned to the customer for clinical use. The evaluation of the provided logs confirms the reported failure. The expiratory valve coil and the inspiratory pull magnet were returned for further investigation. The nozzle units were not returned as they were disposed. Simulated use testing of the returned parts passed the performed pre-use check. No abnormal could be found during ventilation for 24 hours. After ventilation, the device passed another pre-use check. The visual inspection showed no abnormalities. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause of why the parts failed has not been established by this investigation as the reported failures could not be reproduced.

Event description:
Manufacturers ref# (B)(4).